Event description:
Reporter indicated that patient developed an abcess at the lead electrode site that was "causing lead impedance". Patient underwent surgery to drain abcess and the generator was removed. Attempts to gather additional information from surgeon have been unsuccessful.

Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a death or serious injury.